Event description:
Customer reported that 5 months following facelift procedure, pt developed a slow growing atypical mycobacteria infection. This infection was reported to involve the internal suture. Pt was treated with antibiotics.